Event description:
It is reported that the screw went through the cup and remains in the bone during a hip surgery.

Manufacturer narrative:
Eval summary: it is unk what type of screw was used and what type of cup it went through. It is unk if this screw pull-through event occurred in-vivo over time or during implantation. Without more info, a root cause analysis cannot be performed. This complaint will be re-evaluated upon receipt of add'l info. Review of the device history records was not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.